Event description:
It was reported that an error occurred during surgery and unit shut it self down. Surgery was in process at the time of error. Another unit was wheeled in to finish the case. No patient injury was reported.

Manufacturer narrative:
Investigation and analysis revealed a miller/moth had gotten into the monitor causing a short. Engineer removed insect and replaced monitor pivot assembly and network adapter pcb as a precaution. Unit meets amo specifications.